Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
"Study: porous tka.2021.07; subject ID: (B)(6) ; ae: left knee stiffness; ae #: 1. It was reported that, after a left tka surgery was performed on (B)(6) 2022, the patient experienced knee stiffness. This adverse event was identified by a clinical study on (B)(6) 2022, and was treated via medical intervention on (B)(6) 2023. Patient is recovering".

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, this case reports in a clinical study, "study: porous tka.2021.07¿, the patient experienced left knee stiffness and pain, the patient was reportedly treated with antibiotics and a manipulation under anesthesia. A review of the complaint record form did not provide any insight into the reported issue of ¿knee stiffness¿ and pain. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported left knee stiffness and pain is not anticipated, as it has communicated, the patient outcome is ¿recovering/resolving.¿ therefore, no further clinical/medical assessment is warranted. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems (femoral component) revealed that unusual stress concentrations can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions, this has been identified as possible adverse effects. A review of the instructions for use documents for knee systems revealed (tibial base plate) that unusual stress concentrations can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. This has been identified as adverse events. A review of the instructions for use documents for knee systems revealed (insert) that unusual stress concentrations can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions, this has been identified as possible adverse effects. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include alignment or size selected. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.